Event description:
It was reported that guidewire tip detachment occurred. A 180 cm x 25 cm fathom?: 16 was selected for a procedure. During the procedure, however, the tip of the guidewire detached inside the patient. After retrieving the tip, another guidewire had to be used. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event was not provided. Estimated to be the date boston scientific became aware of the event.

Event description:
It was reported that guidewire tip detachment occurred. A 180cm x 25cm fathom? -16 was selected for a procedure. During the procedure, however, the tip of the guidewire detached inside the patient. After retrieving the tip, another guidewire had to be used. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event was not provided. Estimated to be the date boston scientific became aware of the event. Device evaluation by manufacturer: one gw fathom periph was returned for analysis. The guidewire returned kinked in different sections. The device was inspected under magnification, and it was possible to see that the distal tip is detached; however, the detach section did not return.